Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. The screen was showing lines towards the units and there were blue and green lines from where the time was to the bottom. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked keypad overlay. After battery installation unit gave an unexpected partial display with horizontal lines on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Device passed displacement test and self test.